Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The ventilator monitoring board, motherboard and ventilator control board were replaced, and the unit was returned to service.

Event description:
The hospital reported that, during ventilation on a test lung, the unit rebooted after two hours ventilation with error "vmb to vcb com error" on logs. There was no reported patient involvement.